Event description:
Device malfunction: difficult to deploy, partial deployment. Time of malfunction: during stent deployment. Symptoms/ae: none. It was reported that during an interventional procedure in a tortuous vessel in the distal superficial femoral artery, the stent became partially deployed and could not be fully deployed. The physician attempted a guide wire exchange from a .014 to a .035 wire, however, the stent would not fully deploy. The device was successfully removed from the patient's anatomy. A second unspecified stent device was used and successfully deployed in the target lesion without incident. There were no reported patient sequelae. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.